Manufacturer narrative:
Device evaluation summary: the device returned with blood visible in the balloon and inflation lumen. The balloon folds were expanded. Deformation was evident to the distal tip. There was no stretching evident to the proximal balloon bond. It was not possible to inflate the balloon; the device was placed in the water bath to disperse the blood. Upon removal from the bath balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a tear on the balloon working length material. Lead in scratches were not evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images show lesion in the proximal lad and lcx. There appears to be a previously deployed stent in the proximal lad. A balloon is delivered inside this previously deployed stent and inflated. The lesion in the proximal lcx is pre dilated. The images show that a stent has been deployed in the lcx though no images captured delivery or deployment of this stent. A balloon is used to post dilate the stent. The balloon is removed and further post dilations are performed. Further dilation of the proximal lad stent is visible. Images show the treated lad and lcx which appears to have improved patency as shown by the path of contrast in the vessels. There were no images showing the reported balloon burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a nc euphora rx ptca balloon catheter to treat a severely tortuous lesion exhibiting 90% stenosis. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. It was reported that a balloon burst occurred while inflating at nominal pressure. The patient was reported to be alive with no injury.